Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00223; 3005168196-2017-00224. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the splenic artery using pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil (f67090) through a lantern delivery microcatheter (lantern), the physician experienced resistance and the podj coil became stuck. The physician then decided to retract it; however, upon retraction, the podj coil unintentionally detached inside the lantern. The lantern was then removed, then the detached podj coil was flushed out of it. Next the physician reinserted the lantern in the patient; however, while manipulating the lantern without a wire inside, the lantern prolapsed into the aneurysm and became kinked. Without knowing that the lantern became kinked, the physician attempted to advance a new podj coil (f65918) through the lantern; however, resistance was encountered and the physician inadvertently kinked the podj coil introducer sheath. Therefore, the podj coil and lantern were removed. The procedure was completed using a new lantern and a new pod j coil. There was no report of an adverse effect to the patient.